Event description:
It was reported that pump display appeared bubbled and gray in some areas. There was no reported impact to the customer¿s blood glucose level. Customer declined further troubleshooting, and technical support documented reported issue and closed case with no additional actions taken.